Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b2, h6 - investigation findings, investigation conclusion, h7 (remove information) and h9 (remove information). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Concomitant medical products: 5668016 02-020-13-0250 - truliant cr cem fem cr cem left sz 5. 5527540 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t. 5586943 200-02-38 - three peg patella 38mm. 5758114 201-78-15 - holding pin mini sharp point 4 pk. S009495 521-78-23 - threaded pin size 2.3 collared 2pk. S009967 521-78-31 - threaded pin size 2.6 collarless 2pk. S009989 521-78-31 - threaded pin size 2.6 collarless 2pk. S004738 521-78-36 - threaded pin size 5.1 collarless 2pk. S004875 521-78-36 - threaded pin size 5.1 collarless 2pk. S004876 521-78-36 - threaded pin size 5.1 collarless 2pk. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision for pain cannot be conclusively determined; however, it is most likely related to patient related conditions.

Event description:
It was reported that a male patient, had an initial left knee implanted on (B)(6) 2019, and underwent a revision procedure on (B)(6) 2022, approximately 3 years 9 months post the initial procedure. The patient presented with pain and synovitis. A new 9mm crc insert was implanted and had good range of motion and stability after some releases were performed. There were no reported issues during the revision surgical procedure. Minimal wear was noted by the surgeon. The patient left in stable condition. Explants are not available for return. No further information is available from the representative.